Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel, resulting in an inappropriate shock and pacing inhibition in this pacemaker-dependent patient. Guidant received additional information that the device was explanted and replaced due to cross-talk on the ventricular lead post shock. Noise was present on the ventricular and atrial channels. This resulted in a number of diverted episodes, as well as an inappropriate 17 joule shock.